Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation had occurred while wearing the pod between 24 and 36 hours. The pod was reportedly leaking and the patient's blood glucose rose to 280 mg/dl. Patient visited physician and was prescribed mupirocin ointment for treatment.

Manufacturer narrative:
The device was received fully deployed. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause skin irritation for the user. Thus, the exact cause of the reported skin irritation could not be conclusively determined. Additionally, investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.